Event description:
The customer reported that a corrupt files error was displayed on the system. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The software and calibration files were reloaded. The system then found to be operating as intended and put back into service. .